Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as unidentified (tear). Shell thickness was within specification). ¿ cyst(s): unable to observe since it is a medical event and is not related to the device. ¿ calcification: no observed. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported implant rupture. Subsequent, diagnostic reports identified, "isolated benign punctate calcifications, dense cyst / solid nodule of approximately 6.3mm. Device has been explanted. This relates to the right side

Event description:
Patient reported, implant rupture. Subsequent, diagnostic reports identified, "isolated benign punctate calcifications, dense cyst, solid nodule of approximately 6.3mm. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst(s): unable to observe since it is not related to the device. ¿ calcification: not observed. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Dense cyst / solid nodule of approximately 6.3mm which is considered not device related.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient reported implant rupture. Subsequently, diagnostic reports identified, benign calcifications and a dense cyst and solid nodule of approximately 6.3mm. Device has been explanted. This relates to the right side.